Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the external devices. A replacement programmer was unable to resolve the issue. Follow up identified the physician planned surgical intervention to replace the ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.